Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback due to air in circuit, or possible clotting of the extracorporeal circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The pt reported alarms occurring during three separate routine hemodialysis treatments. The operator ended all treatments without performing rinseback, resulting in an estimated combined blood loss of 430cc. The pt's standard epogen dose was increased. No other medical intervention was required.